Manufacturer narrative:
We thoroughly checked the instrument in question in our testing dept. After checking our production documents, we would like to confirm that a total of 24 instruments had been mfg with production lot # 12032295. All of these instruments were delivered to the dist with our invoice dated may 13, 2003. As we also acknowledge from the production documents, the right materials/components had been used and the instruments had been mfg in accordance with the given specs for production. The hardness of the instrument meets the requirements. The hardening of the jaw parts with component lot # 12022377 was performed by a subcontractor in march respectively april 2003. Our trend analysis records show that from 1999 up to now we delivered many pcs of this article without receiving any complaints of this nature. A visual inspection of the hinge break under magnification showed that the surface of the fracture is uneven and rough. It is our experience that such kind of breaks can be caused by a sudden impact, e.g. If the instrument is dropped to the floor. The cause for the hinge break cannot be conclusively determined. However, since this evaluation showed, that a material defect, a defect in design or a defect in mfg can be excluded, we feel that no corrective measure is to be taken. Due to the fact that we also found a significant amount of debris throughout the hinge area, we would like to point out that it is essential for the safe usage and for maintaining the instruments life to clean the instruments properly prior to sterilization. Please make sure that the instructions for handling, cleaning and sterilization which the dist enclose with every endoscopic instrument are observed.